Event description:
It was reported that during an implant procedure this programmer exhibited a black screen. It was also noted that a burning smell was emitted from the exhaust hole on the power plug. A different programmer was able to be used in order to finish the procedure. Following the procedure the programmer was attempted to be powered on and while the indicator light was blinking the programmer was unable to be turned on. No adverse patient effects were reported.

Manufacturer narrative:
The programmer was returned for repair. Analysis was not performed as the failure modes are well understood, are not increasing, and are expected to stay the same for the remaining units that are still in service. This model is no longer being manufactured and there are no planned design changes. Therefore, an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that during an implant procedure this programmer exhibited a black screen. It was also noted that a burning smell was emitted from the exhaust hole on the power plug. A different programmer was able to be used in order to finish the procedure. Following the procedure the programmer was attempted to be powered on and while the indicator light was blinking the programmer was unable to be turned on. No adverse patient effects were reported.